Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the dentist didn't like the placement of the implant at tooth site #4 and requested that it be placed as a more distal position. Tooth site #4. Procedure was completed with a t3pt4311.

Manufacturer narrative:
Zimvie received one (1) t3pt5413, (t3® pro tapered implant 5/4mm (d) x 13mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant looks damaged possible due to removal. - removal tool still attached to the implant (no allegations against that tool). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022070585. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022070585 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿implant position inadequate¿. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" "contraindications" "precautions". Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are improper techniques used and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.